Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the complaint device revealed the device did not have any visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. Functional analysis was performed, and the balloon was inflated; however, a pinhole was found on the distal section of the body of the balloon. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during an esophageal dilatation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the balloon had a hole. The procedure was completed with another a cre pro gi wireguided dilatation balloon device. No patient complications have been reported as a result of this event. Investigation results revealed that the balloon had a pinhole; therefore this is now an MDR reportable event.